Event description:
Customer reported hydrogen peroxide contact on finger. Customer "over crushed" the biological indicator and the media and hydrogen peroxide spilled onto finger. Area on finger turned white and itched. Employee did not require medical attention. Area of contact cleared without issue.